Event description:
During aaa repair in 2007, the introduction of the main body and infrarenal placement was performed without any problems. The contralateral iliac guide placement was performed. During the main body proximal (top) deployment, the malfunction occurred. After loosing the black safety lock, the top cap cannula was advanced, but the suprarenal attachment did not deploy. All proposed rescue procedures were unsuccessful. Due to the malfunction, the patient had to be converted to an open procedure, and the main body graft was successfully explanted.

Manufacturer narrative:
Evaluation: still under investigation.